Event description:
During baxter's evaluation, a spectrum pump alarmed door not fully latched. Any patient involvement is unknown since this occurred during baxter's testing.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter evaluated the device in question. The evaluation confirmed multiple door not fully latched alarms through the event history log. The alarm was reproduced during the evaluation and determined to be caused by a failed upper link switch. The upper auxiliary which contains the link switch has been replaced.